Event description:
Event description boston scientific received information that this hospitalized patient was reported to have a heart rate in the 30's. The field representative was called by the hospital ragarding this and was going to follow up. The device is included in the failure mode 2 advisory population. The field representative evaluated the device and found the device settings programmed to vvir 50. The telemetry incorrectly stated the heart rate at 39, while measuring intervals showed it actually was 50. The patient was reproted to have had a syncopal event. The device was interrogated and revealed normal function with the battery at approximately middle of life 1 and was reprogrammed to vvir 65ppm at the physician's request.

Event description:
Boston scientific received information that this hospitalized patient was reported to have a heart rate in the 30's. The field representative was called by the hospital regarding this and was going to follow up. The device is included in the failure mode 2 advisory population. The field representative evaluated the device and found the device settings programmed to vvir 50. The telemetry incorrectly stated the heart rate at 39, while measuring intervals showed it actually was 50. The patient was reported to have had a syncopal event. The device was interrogated and revealed normal function with the battery at approximately middle of life 1 and was reprogrammed to vvir 65ppm at the physician's request. Additional information was received that the device was explanted and returned for laboratory analysis. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. No additional information is available at this time. If additional information becomes available or if the device is returned, the event will be opened. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.